Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the catheter hub of iagbc. According to the customer's report, injecting a saline after route establishment, the hcp connected the tubing to the catheter hub, and then observed the leakage therefrom. Reconnection was attempted but didnot work.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00 insyte autoguard bc pro unit with no product documentation to indicate the reference or lot number. Additionally, five photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A functional test of the catheter revealed no leak when a proper connection was made. The inner edge of the blue catheter luer adapter was damaged at the threaded end of the used unit, but a proper connection and seal could be made. It was unknown if the damage that was observed on the inner edge of the blue catheter luer adapter was a contributing factor of the reported leak. The damage to the adapter appeared to be manufacturing related and the appropriate personnel were notified of this complaint. Damage to the luer may occur due to misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. Operators perform leak tests and visual inspections for damage to the components per the sampling and quality control plan to detect and mitigate the occurrence of this defect.